Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration, granuloma, and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma, and lymphadenopathy.

Event description:
Company representative reported left side "breast implant rupture on the left side was found in the breast ultrasound examination of (B)(6) 2024¿ ¿on the left side, discontinuity of both the outer and inner implant capsules was evident¿ and ¿disruption of the shell of the left breast implant is evident¿ and ¿the ultrasound image was suggestive of implant rupture", enlarged lobular glandular elements were noted, consistent with microcannulated cystic changes¿ and ¿left glandular lobules, microcystic lesions", ¿extravasation of silicone¿ ¿snowstorm¿ appearance", axillary lymph nodes were visible bilaterally-up to 11 mm on the left¿ and ¿the left axilla, several lymph nodes measuring up to approximately 21 mm in long axis", ¿left axilla, several lymph nodes measuring up to approximately 21 mm in long axis were visualised. Their echotexture was also replaced by the ¿snowstorm¿ pattern, which is suggestive of silicone infiltration¿ and ¿cystic structure with extensive resorptive granulation, like ¿silicone granuloma", and ¿beige, warty lesion measuring 1x0.7x0.3 cm". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ cyst: unable to observe. ¿ granuloma: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ rash: unable to observe. ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Company representative reported left side "breast implant rupture on the left side was found in the breast ultrasound examination of (B)(6) 2024¿ ¿on the left side, discontinuity of both the outer and inner implant capsules was evident¿ and ¿disruption of the shell of the left breast implant is evident¿ and ¿the ultrasound image was suggestive of implant rupture", enlarged lobular glandular elements were noted, consistent with microlobulated cystic changes¿ and ¿left glandular lobules - microcystic lesions", ¿extravasation of silicone¿ ¿snowstorm¿ appearance", axillary lymph nodes were visible bilaterally-up to 11 mm on the left¿ and ¿the left axilla, several lymph nodes measuring up to approximately 21 mm in long axis", ¿left axilla, several lymph nodes measuring up to approximately 21 mm in long axis were visualised. Their echotexture was also replaced by the ¿snowstorm¿ pattern, which is suggestive of silicone infiltration¿ and ¿cystic structure with extensive resorptive granulation, like ¿silicone granuloma", and ¿beige, warty lesion measuring 1x0.7x0.3 cm". Device has been explanted and replaced with non-abbvie device.